Event description:
A patient receives tpn via a 6060. The pump overinfuses. Each day it ran out 1 hour too early; one day it ran out 4 hours too early. The pump is programmed to infuse 1120 ml over 24 hours (46.7 ml/hr). This occurred between event date and for 3 days afterwards. Five days after event date, the pt went to the hospital (the parent says due to too much tpn; the doctor says due to water in the patient's lung and pneumonia). The patient left the hospital in may.